Manufacturer narrative:
Investigation: the event is addressed in the instructions for use (IFU) and/or on the label. The sample is not available. The cause for the failure reported cannot be confirmed based on the current available information. It is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Clinical: there is a temporal and a likely causal relationship between the fresenius fx coral fx600 dialyzer and the patient¿s reaction as the reaction was reported to have occurred several minutes into the start of treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. Per the IFU for the dialyzer, hypersensitivity reactions may cause mild to severe signs and symptoms. IFU states that with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions as determined by the physician. The patient¿s treatment was discontinued, and the dialyzer was changed to a nipro sureflux. A new treatment was initiated and completed without further issues. There is no evidence of an fx coral fx600 dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to the nipro dialyzer resulting in no reported reactions. Although there is no allegation or evidence of a product malfunction or deficiency the fx coral fx600 dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
It was reported that a hemodialysis (hd) patient was in treatment on (B)(6) 2025 when they experienced a possible dialyzer reaction exhibited by chest pain and dyspnea. Additional details were received through the clinic¿s medical director. This patient was at an hd treatment on (B)(6) 2025. The treatment was initiated at 8:00am utilizing a fresenius 5008 hd machine, fresenius bloodlines and the fx coral fx 600 dialyzer. The patient had been initiated on hd for one month. The blood flow rate (bfr) setting was 170ml/min and the dialysate flow rate (dfr) was 686 (average) ml/min. The ultrafiltration rate (ufr) was 784ml/h. Five minutes into treatment the patient started chest discomfort and throat tightness with dyspnea, polypnea, and tremors. The patient¿s blood pressure (bp) dropped to 93/50 mm/hg (no baseline bp values were provided). The patient remained conscious, collaborative, and space oriented. Treatment was suspended without reinfusion of blood in the circuit. The patient was given intravenous (IV) clemastine (dose not provided) and a 250mg bolus of IV methylprednisolone with clinical improvement. The patient was administered oxygen via nasal tube at 2l/min and the o2 saturation was 99%. The patient had cardiac monitoring and peripheral saturations throughout the treatment. The patient¿s heart rate was 78-81 beats per minute (bpm). New bloodlines were placed, and the dialyzer was changed to a nipro sureflux dialyzer. The patient¿s o2 was reduced to 1l/min. A new treatment was initiated. The new hd session was completed without further complications.

Manufacturer narrative:
Additional information provided in h6. Correction provided in d4. Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The sample is not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. The cause for the failure reported cannot be confirmed based on the current available information. It is assumed that the patient allergy/reaction might be caused by other factors besides dialyzer, for example, the specific physical/medical status of patient. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. The rinsing and sterilization parameters have been checked and no deviations from the specification were found.

Event description:
It was reported that a hemodialysis (hd) patient was in treatment on (B)(6) 2025 when they experienced a possible dialyzer reaction exhibited by chest pain and dyspnea. Additional details were received through the clinic¿s medical director. This patient was at an hd treatment on (B)(6) 2025. The treatment was initiated at 8:00am utilizing a fresenius 5008 hd machine, fresenius bloodlines and the fx coral fx 600 dialyzer. The patient had been initiated on hd for one month. The blood flow rate (bfr) setting was 170ml/min and the dialysate flow rate (dfr) was 686 (average) ml/min. The ultrafiltration rate (ufr) was 784ml/h. Five minutes into treatment the patient started chest discomfort and throat tightness with dyspnea, polypnea, and tremors. The patient¿s blood pressure (bp) dropped to 93/50 mm/hg (no baseline bp values were provided). The patient remained conscious, collaborative, and space oriented. Treatment was suspended without reinfusion of blood in the circuit. The patient was given intravenous (IV) clemastine (dose not provided) and a 250mg bolus of IV methylprednisolone with clinical improvement. The patient was administered oxygen via nasal tube at 2l/min and the o2 saturation was 99%. The patient had cardiac monitoring and peripheral saturations throughout the treatment. The patient¿s heart rate was 78-81 beats per minute (bpm). New bloodlines were placed, and the dialyzer was changed to a nipro sureflux dialyzer. The patient¿s o2 was reduced to 1l/min. A new treatment was initiated. The new hd session was completed without further complications.